Event description:
It was reported to boston scientific that "poor visualization of the coil (device in question). Pulled it out and used another one which worked well." It was reported that this was a coiling procedure of the brain, that there were no complications, and that the pt is fine. Follow up requests revealed that poor visualization meant the device in question didn't look that visible under angiography.

Manufacturer narrative:
The device in question was returned to the MFR for evaluation. A device history record (DHR) review, similar complaints review, dimensional check, initial condition exam and visual/microscopic exam were performed as part of the device evaluation. The DHR review found no issues or discrepancies, confirming that this device met all required specifications. The similar complaints review revealed that there were no other complaints associated with this batch. A dimensional check could not be performed on the device in question (coil), though a component of the device in question (pusherwire) was checked dimensionally and found to be within specification for measurable dimensions. A portion of the device in question was returned with the pusherwire component; other components of the device in question were not returned. The visual/microscopic exam found the device in question to be stretched and broken, but still attached to the pusherwire component, which was kinked. Based on the facts and findings, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.